Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of the episodes, the physician believed the implantable cardioverter defibrillator (ICD) did not treat the ventricular fibrillation (vf) episode that exhibited the undersensing/oversensing due to rhythm deterioration in the appropriate amount of time. The patient experienced syncope/unresponsiveness and required cardiopulmonary resuscitation. No further patient complications have been reported as a result of this event.

Event description:
It was reported that upon review of the episodes, the physician believed the implantable cardioverter defibrillator (ICD) did not treat the ventricular fibrillation (vf) episode that exhibited the undersensing/oversensing due to rhythm deterioration in the appropriate amount of time. The patient experienced syncope/unresponsiveness and required cardiopulmonary resuscitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.